Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) colombia alleging that her onetouch select meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call made on behalf of medical surveillance (ms). The patient reported that the meter issue began on (B)(6) 2016 at 09:00pm. The patient manages her diabetes by self-adjusting doses and stated that she exercised from (B)(6) 2016 in response to the alleged issue. During follow-up, the patient reported that "15 days" prior to contacting lfs she had developed "a high sugar level and small headache" and that on (B)(6) 2016 she visited an urgent care clinic where she had her blood glucose tested, giving a result of "378 to 400 mg/dl" and she was treated with IV insulin. During troubleshooting the cca noted that there was no apparent misuse of the device and the batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged issue occurred.